Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4)

Event description:
The customer contact reported the pump did not sound an audible alarm tone during an alarm condition. At an unspecified time in the emergency room, the pump was programmed to deliver an unspecified concentration of levophed. No specific programming parameters were provided. After an unspecified length of time, the nurse reported that the device display indicated an unspecified "malfunction" and "service as soon as possible." No audible alarm tone was reported. The pump was removed from clinical service. The therapy was resumed using a replacement pump. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.